Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation was breached at 13.5 cm, 15.5 cm, and 21.5 cm from the connector pin. Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.